Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead returned for analysis. Blood was also found in the distal conductor.

Event description:
It was reported that the lv lead was unstable in the patient anatomy at the time of implant. The lead was removed and another lv lead implanted. No patient complications were reported as a result of this event.